Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent pacing impedance values greater than 3000 ohms over the past year. Patient was seen in clinic and isometrics testing was performed. During testing, there was no noise or out of range impedances found. Technical services (ts) analyzed device data and recommended further monitoring. No adverse patient effects were reported. This lead remains in service.